Event description:
While inserting PICC line - single lumen, the PICC would not thread due to what looks like the PICC guidewire wasn't long enough. It kept bending when trying to insert, eventually a hole was put in the first single we tried. We opened a new kit - single lumen and the same thing occurred. Eventually a dual lumen was inserted without difficulty. Reason for use: uti, altered mental status, anemia.